Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump and meter are paired and the meter remote was using the wrong I:c ratio in bolus calculation on the meter even though the meter and pump had the correct time. The reporter denied any loss of communication. The reporter stated they had to use the pump directly to do programming for bolus and confirmed that the pump had the correct I:c ratio for that time of day. There is no reported adverse event with this complaint. This report is being made due to history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed no manual time or date changes were made. The pump was successfully paired with returned meter. The pump and meter were exercised for 24 hours using the users programmed I:c ratio with no changes made to the ratio. The pump and meter were found to maintain the correct time and date during the investigation. The keypad was tested and all keys were found to be responsive to user input. No hypersensitive keys were observed on keypad. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both accurately recorded in the pump history. An ezcarb bolus was performed using the meter; the pump used the correct I:c ratio for the time given. No issues were found with the pump or the meter. A review of the device history record was reviewed for the meter and no were issues were found. The reported complaint was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.